Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (h965800850071) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for the product family of syringes and the failure mode of "foreign matter." No adverse trend was identified. The returned syringe was visually inspected and the complaint was confirmed for foreign matter in the fluid path of the syringe. The foreign matter noted appeared to be a piece of black material similar to the syringe stopper and was measured to be unacceptable per the navilyst medical specification for loose foreign matter in the fluid path. The source of this foreign matter was determined to be from the stopper of the returned syringe as it was observed to be damaged around the edge of the stopper. All employees involved with the production of the angio syringes have been made aware of this event. Navilyst medical's process controls for syringes include multiple in-process visual inspections for foreign matter, well as visualizing the stoppers for damage. The syringes are also visualized for foreign matter at the packaging work step. (B)(4).

Event description:
Distributor/manufacturer in (B)(6) reported that one unit of a 10ml angiographic syringe was observed to have a black speck within the barrel. The end user hospital had "drawn up approximately 2ml into the barrel and ceased the procedure as the black speck was noted. The speck did not dislodge when shaken or knocked." The syringe had been sold bulb, non-sterile to bard (B)(6). The used device was returned to navilyst medical for evaluation.